Manufacturer narrative:
An event regarding wear involving an omnifit liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, operative report, x-rays, and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported by the sales representative that the patient was revised due to poly wear.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported by the sales representative that the patient was revised due to poly wear.